Event description:
In 2004, this pt reportedly experienced infection which caused the electrode array of the cochlear implant to slip out of the cochlea. By 2005, only 10 electrodes could be programmed. Explantation/reimplantable surgery took place 3 months later.